Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Device name: unk. S4s/sur-fit natura 2 pc - 2 pc durahesive (dh) moldable wafer. Analysis is taken from a trending report of evaluation or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
It was reported that redness and itching was noted to the skin at the distal end of the hydrocolloid tape collar of this skin barrier. The pt first noted this area approximately 1 month before reporting this event. He said the redness comes and goes. No additional info was provided. Pt outcome is reported as the pt repositions the skin barrier to avoid the reddened area and the redness and itching resolves.